Event description:
Procedure: abdominal aortic aneurysm the customer states that premature breakage of the suture strand occured during an urgent abdominal aneurysm. Issue solved by using a new suture. (If the product was used on a patient). 1. Person injured or jeopardized no. 2. Of the surgery time by more than 30 min. Or re-operation necessary - yes. 3. Blood loss of more than 250cc - no. 4. Extension of the incision by more than 1 inch - no. 5. Change from endoscopic to open surgery - yes/no). 6. Unanticipated tissue loss or irreversible damage - yes. 7. Any portion of the device or tack fall into the patient cavity - no. 8. Was any reinforcement material used in conjunction with the stapling device? No. Nge from endoscopic to open surgery? No, not applicable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up sent to FDA on 03/24/2015.